Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed on the catheter. The balloon was found unfolded and with traces of radiopaque solution present. It was possible to insert a 0,018¿¿ guide wire. Negative pressure was applied and evidence of a leak was noted, due to the presence of bubbles in the syringe. The inflation failed because the pressure dropped. The tip welding was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an in.pact pacific to treat a lesion in the superficial femoral artery(sfa). The IFU was followed and the device was prepped without any issue. It was reported that there was a pin hole leak observed during inflation at a nominal pressure of 7 bars. On the first inflation, distal contrast outflow was seen. The procedure was completed using a second balloon. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.